Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged having difficulty breathing, tooth pain and decay. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging having difficulty breathing, tooth pain and decay related to a CPAP device's sound abatement foam. There was no report of patient harm/injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 has been updated in this report. In the previous report section b1- averse event and b2 - disability or permanent damage was incorrectly marked, it should be product problem only; it has been corrected in this report.

Manufacturer narrative:
The manufacturer previously submitted MDR 2518422-2022-45341-2 without information in section h1. After review, it was determined that this was missed to mark malfunction in section h1. Corrections to previous MDR are made in this report as follows. Section b1 was updated to reflect product problem. Section h6 has been updated to reflect malfuction.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging difficulty breathing, tooth pain and decay related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.